Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose reading of 400 mg/dl and the absence of the no delivery alarm. Customer treated with a manual injection. Customer had over 20 units of insulin in her reservoir, and stated that this problem has happened several times. Customer declined to troubleshoot and disconnected the call. Nothing was replaced or returned.